Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was loose, and the customer subsequently experienced difficulty connecting the cable into the usb port which caused issues with charging the pump battery. The customer's blood glucose level was 206 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.